Manufacturer narrative:
One device was returned for review. A functional test found leakage through a crack in the hub, confirming the complaint. CAPA c-2020-016 has been initiated to identify root cause and corrective action. The molding parameters of these hubs were updated to meet manufacturers suggested settings and mold 501-05 cavity 4 had a new core pin installed that controls all the critical dimensions for the inner diameter. The CAPA is in the effectiveness check stage.

Event description:
Called to patients bedside because PICC dressing was wet. Line found to be leaking when flushed.

Manufacturer narrative:
One device was returned for review. A functional test found leakage through a crack in the hub, confirming the complaint. CAPA c-2020-016 has been initiated to identify root cause and corrective action. The molding parameters of these hubs were updated to meet manufacturers suggested settings and mold 501-05 cavity 4 had a new core pin installed that controls all the critical dimensions for the inner diameter. The investigation is still in progress.

Event description:
Called to patients bedside because PICC dressing was wet. Line found to be leaking when flushed.

Event description:
Called to patients bedside because PICC dressing was wet. Line found to be leaking when flushed.